Event description:
This patient had essure sterilization inserts placed hysteroscopically in 2013 by a different physician. Since then, she has had chronic pelvic pain that really affected her quality of life. This eventually required a laparoscopic hysterectomy to treat her pain.